Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas pro c 503 analytical unit. The sample initially resulted in a glucose value of 7.71 mg/dl and this value was reported outside of the laboratory. The doctor questioned the result and the sample was repeated, resulting in a value of 120 mg/dl. The repeat value was deemed correct. The glucose reagent lot number was 59637401, with an expiration date of 31-mar-2023.

Manufacturer narrative:
The field service engineer found gel on the tip of the sample probe. The probe was replaced and adjustments were performed. A liquid level detection circuit board was replaced. The customer ran patient samples and controls; there were no recovery issues. The last calibration performed on (B)(6) 2022 was ok and there were no alarms. Quality controls were within range, showing no indication of a reagent performance issue. The sample centrifugation time may have been shorter than recommended by the tube manufacturer. Upon review of the alarm trace, an abnormal aspiration error and a sample clot detection error were observed. These are indicators of possible poor sample quality. The investigation determined the service actions resolved the issue.